Event description:
It was reported that the subject valve (B)(4) was explanted at implant due to a paravalvular leak due to a suture that had been speared and didn't tied down tight. The explanted device was discarded and was replaced with another bioprosthetic valve of the same model and size; again, a similar leak was noticed in the same place. Finally, patient received a mechanical valve with no further complications.

Manufacturer narrative:
This is a report of an explant at implant of a bioprosthetic mitral valve due to a perivalvular leak. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the healthcare provider indicated that a suture was found to be not tied down tight, and also stated the patient had soft tissue. There has been no allegation of device malfunction or quality deficiency related to this event by the healthcare provider. No further action is required at this time, edwards will continue to review and monitor all events.